Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that discrepant cmv igg results were generated on the axsym analyzer. An initial result of 1.4 au/ml was generated. The sample was repeated on 2 different analyzers with results of 86 au/ml and 133 au/ml generated. There was no report of impact to pt management.

Event description:
The customer stated that discrepant cmv igg results were generated on the axsym analyzer. An initial result of 1.4 au/ml was generated. The sample was repeated on 2 different analyzers with results of 86 au/ml and 133 au/ml generated. There was no report of impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.